Event description:
On 8/13/96 co received a screw from dr. Discussion with dr revealed that after performing a procedure using the frame, it was noted that the tip of a screw was chipped. The hosp can not determine if this happened before, during, or after the procedure. The pt will undergo MRI at the six week check-up to check for possible debris.